Event description:
The customer reported that their device had locked up and was printing horizontal lines. The customer indicated that there was no patient use associated.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported failure. They replaced the therapy pcb assembly and the flex cable assembly which connects the system to interface pcbs. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed system pcb assembly was returned to physio for further evaluation. A component level cause could not be determined. The flex cable assembly was not returned to physio for further evaluation.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported failure. They replaced the therapy pcb assembly and the flex cable assembly which connects the system to interface pcbs. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed system pcb assembly was returned to physio for further evaluation. A component level cause could not be determined. The flex cable assembly was not returned to physio for further evaluation. The third party service agent evaluated the device and verified the reported failure. They replaced the therapy pcb assembly and the flex cable assembly which connects the system to interface pcbs. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed therapy pcb assembly was returned to physio for further evaluation. A component level cause could not be determined. The flex cable assembly was not returned to physio for further evaluation.